Manufacturer narrative:
The nurse reported experiencing communication loss errors involving four zm transmitters monitored at the central nurse station (cns-2101a, (B)(6) using the multiple patient receiver (org). All three indicator lights on the org were illuminated. The nurse rebooted the cns, but the issue persisted. Technical support (ts) instructed them to power cycle the org for two minutes and replace the network cable; however, the problem persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns, model #: cns-2101, serial #:(B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Zm transmitters: model #: zm-530pa, serial #: (B)(6), device manufacturer data: 08/12/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Zm transmitter: model #: zm-530pa, serial #: (B)(6), device manufacturer data: 08/20/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The nurse reported experiencing communication loss errors involving four zm transmitters monitored at the central nurse station (cns) using the multiple patient receiver (org). No patient harm was reported.

Event description:
The nurse reported experiencing communication loss errors involving four zm transmitters monitored at the central nurse station (cns) using the multiple patient receiver (org). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported experiencing communication loss errors involving four zm transmitters monitored at the central nurse station (cns-2101a, (B)(6)) using the multiple patient receiver (org). All three indicator lights on the org were illuminated. The nurse rebooted the cns, but the issue persisted. Technical support (ts) instructed them to power cycle the org for two minutes and replace the network cable; however, the problem persisted. No patient harm was reported. Investigation summary: the reported issue was duplicated, and the device had an error light that would result in communication loss. Multiple attempts at initialization did not resolve the error light, and the cause was determined to be fault in the ur-3981 cpu board. A review of the device's complaint history reveals two previous tickets, tickets (B)(4), relating to communication loss. The former was addressed with replacement of the ur-39801 zr mother board and receiver cards, while the latter could not be duplicated. Nihon kohden will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns. Model #: cns-2101, serial #: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Zm transmitters: model #: zm-530pa, serial #: (B)(6), device manufacturer data: 08/12/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Zm transmitter: model #: zm-530pa, serial #: (B)(6), device manufacturer data: 08/20/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Additional information: b4. Date of this report, d9. Device available for evaluation, g3. Date received by manufacturer, g6. Type of report, h2. If follow-up, what type? H3. Device evaluated by manufacturer, h6. Event problem and evaluation codes, h11. Additional manufacturer narrative.